Manufacturer narrative:
(B)(4). The customer returned an unraveled spring-wire guide for evaluation. Upon visual inspection it was determined that the weld at the j-tip of the spring-wire guide had stretched and fractured off of the inner core wire, causing the spring-wire guide to unravel. The length and the outer diameter of the spring-wire guide were measured and both were within specification. A manual tug test was performed on the proximal weld of the spring-wire guide and it was found to be intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) included in the kit states that if resistance is encountered while withdrawing the spring-wire guide from the catheter, the catheter should be withdrawn 2-3 cm and an attempt should then be made to remove the spring-wire guide. If resistance is encountered again the spring-wire guide and catheter should be removed simultaneously. The IFU warns that while the incidence of the spring-wire guide failing is extremely low, the practitioner should be aware of the potential for breakage if undue force is applied to the wire. Other remarks: the report that the spring-wire guide unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation. The IFU that is packaged with the spring-wire guide provides suggested guidance on what should be done if resistance is encountered while withdrawing the spring-wire guide. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that when the guide was removed, it was cut (separated).

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that when the guide was removed, it was cut (separated).